Event description:
It was reported that the closure device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it. The physicians had difficulty positioning the device in front of the ostium of the ventricle. They were advancing with the closure device half deployed and had difficulty seeing it on ultrasound. They exerted a lot of torque on the sheath for better alignment. They pushed on the closure device and the half deployed closure device was too big. The anchors were exposed and they clung to the upper right pulmonary vein. When this happened the closure device then became detached from the core wire. The physician removed the wds and used a snare to capture and remove the closure device from the patient. There were no complications as a result of this event. The procedure was continued with a new wds and the physician ultimately completed the procedure successfully. The closure device was positioned well and implanted in the laa of the patient. The patient was doing fine following these events.